Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom via voluntary event report on (B)(6) 2016, to report a skin reaction that occurred on (B)(6) 2016. Patient reported that after six months of using the dexcom g4 platinum continuous glucose monitor (cgm), he began to have severe skin irritation. Patient described the skin reaction as extreme contact dermatitis, pus, thickening, and sloughing skin, redness, (more of a burgundy) along with pain and itching. Patient reported that he discontinued use, despite the great improvement it brought to his diabetes. Patient suspects that the severe contact dermatitis is a result of cyanoacrylate glue that they use to adhere the sensor to the back of the spun polyester tape that adheres to the skin, as the irritation and the marks/scars it leaves are is a perfect outline not of the sensor itself, but of the blue pattern that bonds it to the tape. No additional event or patient is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).